Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4)   and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per iso( B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was red with pus coming out. The patient visited the doctor's office, where was prescribed antibiotics as cream and other form (names unspecified) to treat the affected area. The patient's blood glucose (bg) levels were between 220 and 250 mg/dl at the time.